Event description:
Paramedics were using the device to pace a pt with a bradycardic rhythm. Reportedly, the pacer would intermittently stop pacing the pt. The observation or observations upon which this allegation was based was not reported. The pt was delivered to the hosp with pulse and pressure.